Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the insulin gauge was inaccurate. Customer's blood glucose (bg) level was 597 mg/dl. Elevated bg was addressed via manual insulin injection. Customer reportedly, will load a new cartridge to resolve the issue.